Manufacturer narrative:
The reported event was confirmed. Visual inspection noted two opened and unused bard touchless male urethral catheter kits were received. No lubricating jelly packets were identified in the kits. The lubricating jelly packet ((B)(4)) is part of the product structure per end item/product structure 4a3053. No povidone-iodine swabs were noted in the package, which is out of specification. Although the reported event was confirmed, a root cause could not be determined. A potential root cause could be incorrect operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "empty tube of lubricant into top chamber of bag so that lubricant is deposited at bottom of chamber. (Caution: care should be taken not to contaminate edges or inside of bag with fingers or tube." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated the jelly or iodines in 7 bard touchless catheters have been missing in the last couple months. Per additional information received from the customer via email on 12sep2019, he was not sure which catheters were missing iodine or jelly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer stated the jelly or iodines in 7 bard touchless catheters have been missing in the last couple months. Per additional information received from the customer via email on 12sep2019, he was not sure which catheters were missing iodine or jelly.